Manufacturer narrative:
Conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, in-house testing was performed on the reported lot number. Retain strip testing results met accuracy criteria. No product deficiency was found for strip lot 385357a. A review of the manufacturing batch records for the lot did not uncover any non-conformances; the lot met release specifications. It was reported that the customer was testing a patient taking lovenox. Per product insert, "this test should not be used for patients on heparin therapy." This is considered off-label use and may contribute to unexpected inr results or testing errors. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported an unexpected high reading on the inratio monitor. Results as follows: date: (B)(6) 2016, inratio: >7.5. Therapeutic range: 2.0-3.0. Caller was questioning the result because the patient had no clinical indications of an inr >7.5. The patient was tested using an alternate poc monitor but an inr value could not be provided the caller stated that she was sure that the inr was within the patient's therapeutic range as the result was not questioned and no action was taken.